Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2011 due to dislocation of the acetabular cup. The acetabular cup was removed and replaced with a larger sized cup.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The user facility was notified of the event on (B)(4) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2011. Legal counsel for the patient reports that patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, inflammation, damage to bone and tissue, lack of mobility, elevated metal ion levels and metallosis. A review of invoice history found a left total hip arthroplasty procedure also occurred on (B)(6) 2012. There has been no reported revision procedure for the left side. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised five days after the initial hip arthroplasty due to dislocation of the right hip. Revision op report notes the dislocation was anterior, suggesting patient may have been impinging on the lip of the liner. In addition, op notes report the cup appeared 10 to 15 degrees too vertical. The cup, liner, head, and stem were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event.